Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer stated the following results on the inform ii system were obtained on a dialysis patient within 10 minutes: 279 mg/dl and 89 mg/dl. The result of 89 mg/dl was obtained from the left hand and her dialysis graft is in her left arm. No adverse event reported. Requested return of the alleged device for evaluation.